Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose went up to 592 mg/dl the morning she discovered the motor error. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no motor error alarms noted; and the motor was tested outside the device and passed. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the reservoir tube lip, battery tube threads, minor scratched display window and with stained end cap sticker.